Event description:
Inserted catheter problems. Post insertion flush of catheter with saline successful. But when contrast medium was administered there seemed to be some blockage. Dr. Applied some pressure to the syringe and then the catheter burst. It was removed and a new catheter inserted without any problems with flusing. Dr. Stated that the catheter seemed to "pop" following a forceful flush. Catheter in several fragments so doctor threw away.